Event description:
Additional information from the consumer reported that she only needed batteries. The rate was increased up to 6.6v and the patient planned to increase at home again. The night prior to report; the patient slept through. The patient was satisfied with the change the device brought to her life.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0wqn5, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that she experienced a loss or change of therapy. She was re-implanted on (B)(6) 2015 and was peeing every 15 minutes. She did not feel stimulation at 1.7 volts and increased stimulation to 2.0 volts, where she felt stimulation. Additional information received on (B)(6) 2015 reported that the patient had a change in frequency and leakage. She had a fall that could be related; the fall and change in symptoms began in (B)(6) 2015. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. There were no interventions reported, so additional information was requested. If additional information is received a supplemental report will be sent.